Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, during device evaluation, e226 scope communication error was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had error e315. The issue was found during preparation for use for a transurethral resection of the prostate (turp) therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is surmised that e315 error occurred temporarily due to communication failure. Also, it is surmised that e226 error occurred because communication failure occurred due to faulty cable. It was not possible to surmise the cause of the faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.